Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that there was a communication problem and the implantable neurostimulator (ins) went into overdischarge about 1 month ago. There was also charging difficulties. The manufacturing representative (rep) did 3 to 4 physician mode recharges (pmr) consecutively and was not able to get the normal recharge screen. The rep was going to contact the patient to meet again. The rep met the patient again on (B)(6) and x-rays indicated that the ins was placed correctly. The leads were going out to the right if looking at the buttock and the ins was placed in the left buttock. The ins was not angled and the rep could palpate it. Prior to the overdischarge the patient was getting at least 4 coupling boxes when charging. It was noted that 2-3 of the pmr sessions were done at home. The patient last felt stimulation the first week of may. The rep noticed from the x-ray that the ins was in line with the iliac crest previously but it now seemed significantly lower, as much as a full ins length. The rep believed the issue might have been the patient¿s orientation of the implantable neurostimulator recharger (insr) antenna over the implant when attempting the pmrs. Her location of using the recharger was incorrect was the cause of the overdischarge. The rep showed her the proper location and had great success and perfect coupling of the implant. The patient¿s outcome was ¿all good.¿